Event description:
Revision surgery - due to loose glenoid implants that resulted from the patient falling; the implants did not fail.

Manufacturer narrative:
The reason for this revision surgery was identified as the device loosening after 1.8 years of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint from this lot. The root cause for the device loosening was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.